Event description:
Customer reported he had a clear circle on the insulin pump and high blood glucose of 464 mg/dl. Customer stated he had been to his doctor who cleared out his pattern setting. Customer was advised to check status screen. The insulin pump was still running a pattern and there was zero amount of insulin programmed in. Customer was advised that was the reason why the circle was there. Customer now knew why blood glucose was high and declined troubleshooting for high blood glucose. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.